Manufacturer narrative:
Reasonably suggest device malfunction: no. An evaluation was made by searching for possible trend for this subclass. The following complaint intake, triage and investigation (citi) search was performed. Scope: date contacted: 06/01/2016 through 06/30/2019/ manufacturing site: pfizer albany/complaint class: external cause investigation/ complaint sub class: adverse event safety request for investigation. The citi search returned a total 128 complaint for the menstrual 8 hour products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The subclass shows an increase in december 2018. This is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance", updated on august 20, 2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. The data shows a trend emerging for the subclass in april and may 2019. Complaints increased due to consumers reporting adverse events after being notified of a product recall. Consumers referenced the too hot recall of batches s00639, s23902, s97473 and w37940 from april 2019. A review of the 36 month trend chart for batches with unknown batch numbers shows a spike in april and may 2019. The majority of the complaints by description have a severity ranking of s1-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per prt-38832 hazard analysis, thermacare heat wrap product: 8 and 12hr. This is also observed in a review of the 36 month trend chart for this subclass. These complaints are classified as an open-pouch. All open pouch complaints are investigated per investigation memo cd-(B)(4) and are not valid adverse events. Based on this citi search, there is not a trend identified for the subclass of a

Event description:
Event verbatim [preferred term] blister on my stomach [blister] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare menstrual), from an unspecified date for an unspecified indication. Medical history and concomitant medications were not reported. The patient reported that "I have been using this product for a number of years and have never had a problem. I used one from a new package that I purchased yesterday and ended up with a blister on my stomach from the product. I'm not sure if something changed with the product but this is not acceptable." The action taken with thermacare heatwrap and the outcome of the event was unknown. According to the product quality complaint group: reasonably suggest device malfunction: no. An evaluation was made by searching for possible trend for this subclass. The following complaint intake, triage and investigation (citi) search was performed. Scope: date contacted: 06/01/2016 through 06/30/2019/ manufacturing site: pfizer albany/complaint class: external cause investigation/ complaint sub class: adverse event safety request for investigation. The citi search returned a total 128 complaint for the menstrual 8 hour products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The subclass shows an increase in december 2018. This is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance", updated on august 20, 2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. The data shows a trend emerging for the subclass in april and may 2019. Complaints increased due to consumers reporting adverse events after being notified of a product recall. Consumers referenced the too hot recall of batches s00639, s23902, s97473 and w37940 from april 2019. A review of the 36 month trend chart for batches with unknown batch numbers shows a spike in april and may 2019. The majority of the complaints by description have a severity ranking of s1-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per prt-38832 hazard analysis, thermacare heat wrap product: 8 and 12hr. This is also observed in a review of the 36 month trend chart for this subclass. These complaints are classified as an open-pouch. All open pouch complaints are investigated per investigation memo cd-(B)(4) and are not valid adverse events. Based on this citi search, there is not a trend identified for the subclass of adverse events safety request for investigation. Refer to the 36 month trend chart attachment for menstrual adverse event safety request investigation june 2016 to june 2019. There is no further action required. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). This investigation was conducted for an unknown lot number menstrual 8hr product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Based on investigation on 23sep2019 and 24sep2019, severity of harm: s3. Review of complaint description concludes there is no device malfunction. Scope: site notification date: 23sep2016 through 23sep2019/manufacturing site: pfizer albany/complaint class: external cause investigation /complaint sub class: adverse event/serious/unknown, adverse events safety request for investigation and adverse event/negligible-minor. The citi search returned a total of 149 complaints for menstrual products during this time period for the class/subclass. Two were confirmed to have a manufacturing process root cause for a complaint of adverse event/serious/unknown, adverse events safety request for investigation and adverse event/negligible-minor. #-us/pr-# and #-us/pr-# - the root cause of both events is brine was placed outside the cells during manufacturing due to an unseated supply line allowing air into the system. CAPA's - (B)(4) for purging brine, pr- #- brine manifold supply line connectors, pr-#- hpm hourly inspection, pr-#- need to increase border of the wrap, pr-#- brine solution detectability, pr-#- update fmea rpt-# and pr-# - identify and update all previous complaint investigations. All CAPA's are closed. The subclass adverse event shows an increase in (B)(6) 2018 thru (B)(6) 2018. This is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance", updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. The data shows a trend emerging for the subclass in january thru may 2019. Complaints increased due to consumers reporting adverse events after being notified of a product recall. Consumers referenced the cells damaged/leaking recall of batches t26691, t26693, t26686 and s68516 from sep2018. A review of the 36 month trend chart for batches with unknown batch numbers shows a spike in april and may 2019. Majority of these complaints were related to burns reported from the consumer. This is also observed in a review of the 36 month trend chart for this subclass. Based on this citi search, there is not a trend identified for the subclass of adverse event/serious/unknown, adverse events safety request for investigation and adverse event/negligible-minor. Refer to the 36 month trend chart attached from sep 2016 to sep 2019. Follow-up (26jun2019): follow-up attempts are completed. No further information is expected. Follow-up (18sep2019): new information received from the product quality complaint group includes investigational results. Follow-up attempts are completed. No further information is expected. Follow-up (23sep2019 and 24sep2019): new information reported from product quality complaints includes severity of harm and product investigation report. Follow-up (17may2019): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment based on the information provided, the event of "blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.